Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue the batch 6010404, in question was manufactured at the reynosa site. DHR review: the lot 6010404 was manufactured according to the work instruction (wi) version 82 and packaging in the multivac m12 on 23-nov-2024, with a total of (B)(4) units. The sub-assembly: assembly: lot 4l01886 was manufactured according to the wi version 27 and assembled in the quickset line, on 26-may-2024, with a total of (B)(4) units. Lot 4l01880 was manufactured according to the wi version 27 and assembled in the quickset line, on 23-nov-2024, with a total of (B)(4) units. Lot 4l05063 was manufactured according to the wi version 27 and assembled in the quickset line, on 25-nov-2024, with a total of (B)(4) units. Lot 4l01881 was manufactured according to the wi version 27 and assembled in the quickset line, on 24-nov-2024, with a total of (B)(4) units. Lot 4l03327 was manufactured according to the wi version 27 and assembled in the quickset line, on 01-dic-2024, with a total of (B)(4) units. Lot 4l03328 was manufactured according to the wi version 27 and assembled in the quickset line, on 01-dic-2024, with a total of (B)(4) units. Lot 4l04953 was manufactured according to the wi version 27 and assembled in the quickset line, on 02-dic-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing the lot 4l01866 was manufactured according to the wi version 42 and manufactured in the line mp04, mp05, mp08 on 16-nov-2024, with a total of (B)(4) units. The lot 4l03186 was manufactured according to the wi version 42 and manufactured in the line mp04, mp08 on 19-nov-2024, with a total of (B)(4) units. The lot 4l04838 was manufactured according to the wi version 42 and manufactured in the line mp04, mp08 on 01-dic-2024, with a total of (B)(4) units. The lot 4l04835 was manufactured according to the wi version 42 and manufactured in the line mp04, mp08 on 28-nov-2024, with a total of (B)(4) units. The lot 4l03187 was manufactured according to the wi version 42 and manufactured in the line mp04, mp08 on 21-nov-2024, with a total of (B)(4) units. The lot 4l03189 was manufactured according to the wi version 42 and manufactured in the line mp04, mp08 on 23-nov-2024, with a total of (B)(4) units. The lot 4l04835 was manufactured according to the wi version 42 and manufactured in the line mp04, mp08 on 28-nov-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in argentina. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2025. The site of detachment was at the quck release. The infusion set was in use for one day. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: argentina.